Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier is not available for reporting. Other number¿UDI: (B)(4) lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 to remove implants used to treat a femoral shaft fracture the extraction screw could not be connected to the nail. Because of difficulties when inserting the extraction screw, eventually the surgeon forcibly inserted the instrument at an angle and used a hammer. Although the surgeon was able to extract the nail, he commented it is possible that the connection thread of the nail was worn out because he tried to insert end cap many times. The surgery was extended for 60 minutes due to the reported event. There was no patient harm and no other medical intervention was required. Concomitant device: the 1x unk hammer, 1x unk nail. (B)(4).